Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead was dislodged confirmed via x-ray. The ra lead was explanted and replaced. The patient was stable.